Event description:
A customer had a problem with the kendall triple lumen catheter. The customer states "that the infusion line of the triple lumen catheter broke off during insertion, no patient injury noted."